Event description:
It was reported that a spectrum pump alarmed system error 322. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and experienced the system error 322 caused by loose bracket screws. The upper and lower auxiliary assemblies, which contain the loose bracket screws, were replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate this issue.